Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service because they were unable to convert 165 vt with 34 j shock, the lead had dislodged. A (0125) lead was implanted.